Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Correction : section h9: the fsca should not have been added to the initial report as ipg was recovered.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's implantable pulse generator (ipg) was not communicating with their patient controller. Patient underwent spinal fusion surgery on an unknown date without putting device in surgery mode. Patient's ipg was recovered and patient is receiving adequate stimulation.